Event description:
It was reported that infusion sets were not working and patient had high blood glucose levels and it was treated with bolus and changed infusion set on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.